Event description:
Boston scientific crm received information analysis of the egms from this pacing system noted potential t-wave oversensing and intermittent loss of capture. Additionally, there were many ventricular tachycardia (vt) stored episodes which were overwriting atrial tachy response (atr) episodes that the physician wants to be able to see.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the clinical observations with the caller. The physician increased the right ventricular output and turned off the ventricular tachycardia (vt) episode storage. The patient will be followed in two months time. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Six months later the lead was exhibiting elevated threshold measurements. A revision procedure was performed and the lead was electively removed from service. The lead was surgically abandoned and will not be returned for testing. This issue will be re-evaluated if additional information is received.